Event description:
The consumer reported that the patient had a hard fall coming of the bathtub on the implantable neurostimulator (ins) site on (B)(6) 2016. The device was fine, but the patient had an intermittent shooting pain in their back related to positional movement when they turned a certain way in bed. This was due to a sudden change in therapy or symptoms. This was not from the patient's pre-existing back pain and was a new pain. Up and walking around was fine for the patient. The patient had no recent medical tests and no emi environmental exposure. The patient would call their health care provider (hcp) and nurse to see if it was ok to see a chiropractor and make an appointment to be seen and have the device looked over to check for system issues. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they saw their hcp who instructed the patient to turn the device off. The device was kept off until the patient received pelvic x-ray which was unremarkable; the hcp therefore instructed the patient to turn the device back on and contact the office f there was any more pain. The pain had decreased and was now gone.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had ¿twinges¿ that they had been feeling in her hips and back was wondering if the issues could be caused by the implantable neurostimulator (ins). The patient noted this began in (B)(6) 2016. The patient noted was due to see the healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.